Event description:
Rptr states that as implant was being opened prior to implantation, metal shaving debris was noticed to be coming out of distal stem hole. An attempt at placing the distal stem centralizer in the hole caused more metal shavings to fall out of the hole. The implant was removed from the sterile field and given to the sales rep following resterilization. This implant was never inserted in the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.